Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer replaced cubie drawer controller boards. Reseated rowboard cable connection. Reseated all cubie trays and pockets to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure and device was not detected on communication bus. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.